Event description:
The customer contact reported that the device delivered less than expected. Line b of the pump was programmed in the piggy back mode to deliver an unspecified medication at an unspecified rate with a 50ml volume to be infused. No further programming parameters were provided. After starting the secondary infusion, it was noted that the pump was delivering and the nurse left the room. Approximately 15 minutes later, the nurse found the pump had switched from delivery on the secondary line to delivery on the primary line. The device was reprogrammed and the delivery was restarted. At an unspecified time later, it was reported that the pump again switched from delivery on the secondary line to delivery on the primary line. Approximately, two-thirds of the secondary solution remained in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.